Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 06/11/2014. Device evaluation: the device has been returned to animas and evaluated on 06/04/2014 with the following findings: the allegation of an unresponsive ok button could not be duplicated. All of the keypad buttons were normally responsive and functional. No contamination or any other anomaly was found on the device¿s keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the ok button was unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.